Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported there was an rl placed that when nurse was removing the needle it did not close. The needle was placed in ed. No other information was provided. Customer reports other nurses have had similar issues however a specific number of affected devices or patients was not provided by the complainant.